Event description:
It was reported that there was an abnormality in the tip of the foley catheter. It was stated that something like the tip melting was attached.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was an abnormality in the tip of the foley catheter. It was stated that something like the tip melting was attached.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1sample were confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product caused the reported failure. A potential root cause for this failure mode could be ¿incorrect parameters. High temperature in mold". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.